Event description:
Balloon burst.

Manufacturer narrative:
The balloon burst was confirmed. The catheter has a rated burst pressure of 5 atm and the physician claims it burst at 4 atm. Outside pressure caused by calcification or grafts caused the balloon burst. It is unk whether this pt's anatomy was like that or not. A device from inventory was pulled that was the same diameter as the complaint catheter. This catheter was tested for rated burst pressure and burst at 10.5 atm, which is above the rated burst pressure. The results of bench testing of this device ensures with 99% confidence that the balloon will withstand the rated burst pressure.